Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's child reported that the patient experienced inaccurate cgm values which occurred the same day the wearable was inserted in the arm. According to the report, the patient was brought to the hospital for presyncope after the daughter gave too much humalog based on a reportedly inaccurate cgm value. That value was not provided. It was not documented if a bg was checked. During the call 2 days later, the patient was still at the hospital. The treatment and management of symptomatic hypoglycemia was not documented. The reporter provided a comparison of inaccurate cgm reading of 154 mg/dl with bg reading of 204 mg/dl but was not confirmed if this was taken during the time of the event. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.